Event description:
Hospital reports that a pt underwent an ultrasound guided cervical dilation, hysteroscopy and d&c polypectomy. A hank uterine dilator size 11/12 was used during the procedure. Five days following procedure, the pt reported she removed 3 metal pieces from her vagina. Metal pieces formed a small ring. Gyn equipment was examined and a dilator size 11/12 was found to be without an o ring piece.

Manufacturer narrative:
Codman has been informed that the device is not available for eval. A lot number has been provided, therefore, a review of the device history records will be performed. We anticipate that the review will show that the instrument conformed to all specifications prior to being released to stock. If the review notes anything otherwise a follow-up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.